Event description:
It was reported that the 8800 system had a generator failure error prior to a case. The 8800 system had to be removed, and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were replaced, and the boards and cables were re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.